Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Additionally, the battery gauge was fluctuating which resulted in the pump shutting down. The customer¿s blood glucose was 115(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.